Event description:
Adverse event(s): slight delay occurred of less than 5 minutes (no code available). Product problem(s): "decreased aspiration" (aspiration issue). A nurse reported decreased aspiration during cortex mode. The customer was unsure of what the max limit was set to. The system was exchanged and the case was completed. A slight delay occurred of less than 5 minutes. No pt injury was reported.

Manufacturer narrative:
A company service representative spoke with the nurse at the facility regarding the reported problem. The complaint centered on the fact that in visco mode vacuum was not getting above 150 to 160. The customer was advised that the system checks vacuum during handpiece tune and that maximum vacuum is achieved when there is an occlusion. The equipment manager (em) observed 5 surgical procedures and stated the system was working as intended and that the reported event is most likely due to the surgeon's misunderstanding of the system's intended use. The customer was advised to seek further service training from sales. A review of a complaints and service requests in the last 24 months did not indicate any add'l related reports for this system. There were no samples returned for eval therefore, steps could not be taken at the itc to replicate or confirm the reported event. However, with no sample to evaluate, at this time, the root cause is currently unk. (B) (4). (B) (4)